Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 283 mg/dl with associated symptoms of polyuria and polydipsia. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer technical support revealed air bubble formation in the cartridge due improper filling technique. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to a training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.